Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the unit had no power. It was determined that it was due to internal motor or (ecu) electronic control unit failure. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from canada that the power drive device was returned for service with an unspecified malfunction. During in-house engineering evaluation, it was observed that the device had no power. It was not reported if the device was used in surgery, or if there was patient involvement. These devices were not used on humans, but for surgery education purpose only. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.